Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
Dealer advised enduser advised red and yellow lights are lit on the unit. Dealer advised brought unit back into facility and tested and both red and yellow lights were lit on unit but heard no alarm.

Manufacturer narrative:
The device was evaluated by the returns department which found that the manifold is defective and the compressor is noisy. No audible alarm was not confirmed.

Event description:
Dealer advised enduser advised red and yellow lights are lit on the unit. Dealer advised brought unit back into facility and tested and both red and yellow lights were lit on unit but heard no alarm.